Event description:
It was reported that the patient died. The patient underwent intra-angiogram for coronary artery disease. The target lesion was located in the left anterior descending artery (lad). Post rotablation, intravascular ultrasound was performed followed by multiple balloon inflations in the proximal and mid lad. A 2.50 x 32mm synergy xd drug-eluting stent was then placed down the lad and while attempting to find the correct position for deployment, a section of the shaft with the stent balloon and stent attached sheared off and lodged in the lad, occluding the vessel. The patient deteriorated and cardiac arrest occurred. The patient was taken for urgent cardiothoracic surgery and an urgent sternotomy and coronary artery bypass grafting was performed. The patient was transferred to the intensive care unit department post-operatively but after active treatment and high dose inotrope support the decision was made by the family to withdraw treatment due the continued deterioration of the patient condition. On the next day, the patient died.